Manufacturer narrative:
Additional information: the event reported under MFR 33012307300-2019-03251 was determined to be a duplicate of this MFR. Please use MFR 3012307300-2019-03667 going forward.

Manufacturer narrative:
Evaluation results: one pneupac ventilator (parapac) was returned for investigation in used in good condition. The led did not indicate that the device was cycling after it was powered on. This occurred because of a missing battery. The missing battery was attributed to the customer. A 3.6v lithium battery was installed. The device passed all functional tests after this measure was taken.

Event description:
It was reported that pneupac ventilators parapac failed to go into ventilation mode. No patient injury or complications were reported in relation to this event.